Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was delivered to the lesion. However, it was noted that the balloon could not inflate and had already ruptured. The device was removed and the procedure completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was solidified blood and media in the inflation lumen and inside the balloon material. The device was placed in a water bath at a temperature of 37 degrees celsius in order to allow the blood and media to soften. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, when a pinhole leak was identified in the balloon. A microscopic examination of the balloon material identified a pinhole in the balloon material in the proximal transition zone in the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. An examination of the hub identified solidified blood inside the hub.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was delivered to the lesion however, it was noted that the balloon could not inflate and had already ruptured. The device was removed and the procedure completed with a different device. No complications were reported, and patient was good post procedure.